Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a posterior repair procedure. After the mesh was fully placed and before the patient was closed, the physician performed a rectal exam and felt a small hole through the rectum into the perineal body. The physician noted that there were no patient anatomical abnormalities that could have contributed to this event, and that the hole was likely made during her initial dissection incision near the perineal body. The physician also noted during the rectal exam that she may have felt the mesh, and she trimmed the tail slightly. There was under 100cc's of blood loss, which was "never an issue." The physician repaired the hole with some vicryl and silk sutures on the distal portion of the rectum. She removed the pinnacle mesh from the patient and completed the procedure without any mesh by a basic plication repair with no further complications to the patient, who was reportedly fine.